Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple months of implant, the right ventricular (rv) lead was found to be capturing the atrium. Fluoroscopy revealed that the lead had dislodged, and had pulled back into the atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.